Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous and non-calcified vessel located in an unspecified vessel of the upper arm. The physician advanced the 4.0x20/40 sterling otw balloon catheter to pre-dilate the lesion. The balloon was inflated approximately 20 times, however, during the final inflation to 14 atms the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous and non-calcified vessel located in an unspecified vessel of the upper arm. The physician advanced the 4.0x20/40 sterling otw balloon catheter to pre-dilate the lesion. The balloon was inflated approximately 20 times, however, during the final inflation to 14 atms the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the returned device revealed a 14mm tear in the balloon wall. Several kinks along the inner shaft were noted. Tip damage was also present. No other evidence of material or manufacturing deficiencies were noted that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).